Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) suspected that the physician did a poor job implanting the new device. In a short time later on, a new physician surgically repositioned the device deeper with less of a scar. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.